Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery a month ago, the tension spring that is hooked to the claw on the tip of the hammer was fractured. There is a possibility that pieces of the spring remain inside the body. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The slap hammer was returned and visual examination identified signs of use with some scratches on the shaft of the slap hammer. The tension spring that puts the tension on the claws has fractured and not all of the pieces were returned. Device has a possible field age of more than five years. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the tension spring that is hooked to the claw on the tip of the hammer was fractured. All the pieces were retrieved from the patient's body prior to completion of the surgery. Attempts have been made and no further information has been provided.